Event description:
I was using stye eye therapy for treating stye in the left eye. After 5 minutes of use, my left eye became blood red and my vision became foggy. I barely could see from the left eye and became very nervous. I had to wash my left eye continuously with cold water. After couple of minutes, the fogginess went away and I could see with my left eye. The product is not safe for use.